Event description:
The customer reported low blood glucose. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. Suggested customer to call their doctor to discuss possible causes of low bg. The customer changed the infusion set and primed the pump. The customer's blood glucose began to drop. The paramedics came out and treated customer. In addition, the customer stated that their partner disconnected the reservoir in such way that all the insulin drained out and therefore the customer did not know how much insulin was left after they performed the manual prime.